Event description:
Allegedly the patient was revised due to aseptic loosening socket; aseptic loosening stem (right). (B)(4).

Manufacturer narrative:
This is the same event as 3010536692-2014-01590. This event occurred in the (B)(6).